Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode in which a dual arrhythmia was accelerated into a ventricular fibrillation (vf). Technical services (ts) was consulted and noted that after an appropriate shock, the ventricular rhythm was accelerated. In addition, it was noted that after being in vf, the shock would convert the patient out of the rhythm, but the rhythm would recur, and a shock would be required again. Ts recommended reprogramming options, but also, indicated that the patient could benefit from additional medical management. This ICD remains in service. No additional adverse patient effects were reported.